Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the patient experienced pocket infection. The patient was intubated and pharmacological intervention was required including antibiotic treatment. The complete implantable pulse generator (ipg) system was explanted and later replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.